Event description:
On (B)(6) 2023, an impella 5.5 device was inserted into the right axillary/subclavian artery in a 53-year-old male patient with a past medical history of hyperlipidemia and illicit drug use, presenting in cardiomyopathy, in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted without issues and the iabp was removed. Albumin bolus x 2 was given for intermittent suctions alarms and a central venous pressure (cvp) of 2. On (B)(6) 2023, the impella was removed as a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.9l/min as intended. It was reported that the patient expired on (B)(6) 2023. The death certificate lists: withdrawal of extracorporeal membrane oxygenation (ECMO), intracranial hemorrhage, mitral valve and tricuspid valve repair surgery, and severe mitral regurgitation. There is no information to conclude that the impella caused or contributed to the reported death.

Manufacturer narrative:
Patient-specific information a4 weight is unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Corrected/updated information has been provided in d8 was this device serviced by 3rd party from yes to no. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Health effect - clinical code 2403 was erroneously entered on the initial manufacturer device report.